Manufacturer narrative:
Medwatch report (mw-470005) was initially submitted on october 27, 2017 but the FDA site was down. Advised by FDA on november 6, 2017 to resubmit medwatch. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This report is for unknown number of unknown trauma device. Part and lot numbers are unknown. Without the specific part and lot numbers, the UDI is not available. Not explanted. Complainant device is not expected to be returned for manufacturer review/investigation. The (510k): unknown, as specific part and lot numbers for unknown trauma device is not provided. (B)(4). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported a patient had foot surgery on (B)(6) 2017 patient was having extreme discomfort in the area where surgery was done. The patient and surgeon wanted to know if the implants that were implanted were titanium or stainless steel as there may be a possible allergic reaction. It has been confirmed that the implant(s) are synthes devices. This report is for unknown number of unknown trauma device. This is report 1 of 1 for complaint (B)(4).